Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that during an infusion of lidocaine, the device alarmed channel "disconnected" and then powered off. Upon further inspection, a fluid was observed dripping from inside of the pump onto the floor. The module door was opened and a very small hole on the pump segment was noted and the medication was leaking out of it. Due to the event, the patient had been off of the antiarrhythmic medication for a period of time until a new tubing set and module were obtained. The event occurred in cardiac care unit (ccu). Although requested, additional information was not provided.